Manufacturer narrative:
The reported event of stretched and broken helix was confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examinations of the lead revealed that the helix was not returned with the lead. Blood was noted inside the helix housing. Additional investigation was performed to examine the helix shaft and no anomalies were observed. The cause of the reported event was due to helix separating from the helix shaft which was consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the helix of the right ventricular (rv) lead became stretched and broke off during the implant procedure. The portion of the helix that separated from the rv lead remains in the patient. A new rv lead was implanted to resolve the event and the patient was in stable condition.